Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative visited the site to examine the medtronic imaging system, resulting in the decision to replace the ethernet cable. After replacing the parts, the representative performed an imaging system check-out and tested areas passed. System performed as intended. No further action is required at this time. The hardware investigation found that the reported event was related to a the ethernet cable sustaining physical damage. The cable had been severely twisted for about half of the cable length. Otherwise, the cable passed a continuity test with no opens or shorts detected.. The reported issue was confirmed to be caused by an physical damage. This event was identified during a retrospective review as discussed with the FDA (B)(6) on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: 3004785967. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that the medtronic imaging system would not send images to the s7, and gave message "3d disabled, navigation connected but not ready." There was no patient present when this issue was identified.